Manufacturer narrative:
D9: date returned to mfg.: 6/6/2024. Two used samples outside its original package were received for investigation. Through the device analysis executed on the returned samples it was observed that the two (2) devices failed vacuum and air leak tests. The source of the leak was from a subassembly, and awareness for the failure was given to personnel who perform the assembly process. It was observed that the electrical board of the two (2) returned samples exhibited corrosion condition. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
E1: (B)(6). H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking. There was no patient involvement reported and no patient harm/adverse event reported.